Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
In (B)(6) 2022, the user reported a trauma to the head. Afterwards the hearing performance was decreasing. The use has been re-implanted on (B)(6), 2023.

Event description:
In (B)(6) 2022, the user sustained a trauma to the had. Afterwards the hearing performance was decreasing. The use has been re-implanted on (B)(6) 2023.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.